Event description:
A physician reported during surgery that, the tip of the cartridge is crushed by heat. The surgery was completed by using company similar product. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
The product was returned for analysis, and the reported complaint was confirmed. The device was returned in a blister tray inside the product carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The lens is present in the lens bay. The nozzle tip is bent/damaged, this is likely the reported "the tip of the cartridge is crushed by heat". A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. We are unable to determine the root cause for the reported complaint "the tip of the cartridge is crushed by heat". The autonome device was subject to handling; solution is dried in the device. The instruction for use (IFU) instructs to inspect the autonome nozzle before use, inspect device nozzle for damage, particulates, or deformation. Ensure that device is completely intact and that the plunger and lock-out assembly have not been moved. If the device does not pass the inspection criteria, use another company specific intraocular lens (iol) and autonome delivery system. Based on these investigation findings, we are unable to verify that the damage was present when opened and if the device contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).